Event description:
It was reported that the physician inserted a bridge assurant peripheral stent system into a patient and it was reported that the product was expired. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: no results available since no evaluation performed (no device returned). Failure to follow instructions (device used beyond ubd). Shelf life exceeded/no device failure (device used beyond ubd). Evaluation conclusion: no device failure (device used beyond ubd). Failure to follow instructions (device used beyond ubd). (B)(4)